Manufacturer narrative:
Device evaluation is in progress. Supplemental report will be submitted once investigation completed. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic received information that during the coiling treatment of an aneurysm, the axium 3d coil could not detach with the instant detacher as well as with manual detachment (breaking hypotube method, an alternative method presented in the instruction for use). No further information provided. No patient injury reported as a result of the procedure.

Manufacturer narrative:
Origin country of complaint is (B)(6) not (B)(6). Updated facility name and address. (B)(4).

Manufacturer narrative:
The axium coil was returned for evaluation with the implant coil attached to the pushwire. The axium pushwire was found to be broken into two segments from the proximal end but retained together by a pulled release wire. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube); however, the proximal pushwire segment was found to be bent at several locations. The distal pushwire appeared to show evidence of twisting. The retainer ring appeared to be ovalized and the detachment stick was bent. All other subassemblies appeared to be normal. It is possible that the break in the pushwire at an incorrect location, the damage to the retainer ring, or the bend in the detachment stick may have contributed to the reported event. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU), the user is instructed to break the pushwire distal to the break indicator for the manual detachment method (via hypotube). (B)(4).